Manufacturer narrative:
The medical team reported that they did not believe the reported event to be related to the device. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding is a known inherent risks associated with use of the device. Clinical factors that may have contributed to the reported event include supratherapeutic inr and anticoagulation therapy management, recent history of gi bleed, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for treatment of lower gastrointestinal(gi) bleeding. The patient was transfused 2 units of packed red blood cells (prbc's). International normalized ratio at the time of admission was supratherapeutic. The medical team reported that they did not believe the reported event to be related to the device.